Event description:
It was reported that the patient woke up in 2009, and when she put on the speech processor, she was no longer able to hear anything. All the external components were checked. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.